Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that unintended exposure due to wrong leaf position was possible in mosaiq using port film. Based on the available information, there has been no actual mistreatment.

Manufacturer narrative:
Investigation results the investigation was completed by conducting a thorough evaluation of the product and the reported information. From the audit logs it could not be determined the reason the leaves were not fully retracted during open exposure. The logs do indicate that following the open port a planned port exposure of field f3 was performed with correct jaw and leaf positions. There was also a field f3 treatment to completion without error. No device malfunction has been identified.